Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor anomaly. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer had changed the infusion set and reservoir. Device alarmed another motor error alarm. Customer's blood glucose was 276 mg/dl. Device was exposed to MRI. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.